Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported elevated lactate dehydrogenase (ldh) could not conclusively be established through this evaluation. Additionally, the submitted system controller log file appeared to show the system operating as intended. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) # (device identifier): ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device- 3 years and 6 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient was admitted to the hospital for elevated lactate dehydrogenase (ldh). The patient log file was submitted for review. The patient was asymptomatic. The manufacturer's technical services reported log file analysis consistent with device thrombosis. No additional information was provided.